Event description:
According to the reporter, the patient underwent the study due to iron deficiency anemia and had no adverse events. The video showed that the capsule entered the esophagus and stomach, and sometime after seven minutes, an irregular white vertical line appeared in the video, transversing the image completely. Then, quickly, the video images became chaotic, but the capsule continued to transmit over 10 hours of video, which made the customer allege the capsule broke inside the body. Upon review of the video by the engineering team, it was determined to be an imager failure of the capsule and not a broken capsule. The patient had an x-ray, and no capsule or capsule parts were visible. The patient did undergo the new capsule study. The patient did not have any adverse symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.